Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was indicated that the patient had a cervical scan that was not done according to labeling on the day of report with a traditional cervical spine coil. The patient did not complain of any signs or symptoms during the scan. The hcp reported that the patient had first stated that the device was removed but then it turned out that it was still implanted but the patient stated that it was inactive. The patient then stated that their system was inactive as of 2006 and that part of it was removed. The hcp was advised to have the patient follow up with their primary hcp. No patient symptoms or further complications were reported or were expected.